Manufacturer narrative:
(B)(4). The valve remains implanted and was therefore not returned to edwards for evaluation. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, wire access was lost when the esheath was pulled out and as the physician attempted to rewire and pass through the valve, the valve was pushed to the left ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, the valve embolized into the ventricle. The valve was able to be retrieved and successfully placed in the annulus. During deployment, the pusher was not pulled back and in the force to try to get the balloon up, the balloon ruptured. The valve was observed to be sitting in the annulus but was half deployed. The physician tried to remove the system due to the balloon rupture, however, upon removal a dissection occurred of the right external iliac into the common femoral. The sheath was observed to have split apart at the liner and blue portion of the tip, where the first 1/3 of the esheath was "flapping back". A large cutdown was done and the artery was repaired. All balloon fragments were removed. Once the vessel was repaired and the patient was in stable condition, the left side was accessed and the valve was assessed as it remained in the lvot (wire access had been lost when the esheath was pulled out and as the physician attempted to rewire and pass through the valve, the valve was pushed to the left ventricle). When attempting to cross the valve, the valve embolized into the left ventricle. A snare was first used to pull the valve back into place but the effort was unsuccessful. The physician then crossed the valve while it was in the left ventricle using the snare to steady the valve. A 26mm z-med balloon and a snare were then used to pull the valve back into place into a 70:30 aortic position. Since a 26mm z-med balloon was used on a 29mm sapien 3 valve, the valve had to be post dilated to ensure it was fully expanded. Post op echo showed trace pvl. The patient left in stable condition. Pod1 the patient was reported to be stable, doing well, and neurologically intact.

Manufacturer narrative:
Ref related MFR report number 2015691-2018-00624.